Manufacturer narrative:
The system was examined and the reported event was confirmed and replicated. The screws were then tightened to resolve the issue. However, how or when the screws became loose is unable to be determined conclusively. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose screws under the arm. However, how or when the screws became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the microscope head started to move. Procedure details and patient impact have not been provided. Additional information has been requested.